Event description:
Customer reported to their regional poc (rpoc) seeing elevated blood lead levels in patients when testing with leadcare ii. Rpoc was onsite on (B)(6) 2026. While rpoc was onsite, she noticed pin corrosion on the analyzer in use. On 03/12/2026 rpoc notified magellan technical services (ts) and provided image of analyzer pins. Based on the image, it is unclear if corrosion is present (image attached for reference). Ts called customer to the two phone numbers provided, but customer does not work at these locations. Ts requested updated customer contact information from rpoc.